Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 4.1 inr/6.6 inr; 2.4 inr/3.8 inr. Patient 1's coumadin dose was held for 2 days and then decreased based on the meter result. No adverse event reported. Requested return of suspect system however caller no longer hs the test strips; replacement was sent.

Manufacturer narrative:
Patient 2: (B)(6) male; concomitant medical products: mechanical "heart" valve replacement, coumadin. It was unknown if the initial reporter sent report to the FDA. Device evaluated by the MFR: will not be returned to manufacturer.